Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the evac 70 xtra wand, the wand clogged. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.